Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose level was 528 mg/dl, when they tried to select the resume delivery, it did not allowing them and seemed like the insulin pump froze, it was letting press the up and down but the back arrow button did not respond for 3 attempts. The frequency of the issues was once. Customer stated that the insulin pump was neither dropped nor exposed to moisture. Customer stated that the block mode was inactive. Customer stated that an alarm was not in progress at the time the button was unresponsive. Customer stated that the button was not unresponsive during an easy bolus attempt. Customer did self-test, it passed, but yet the back button did not respond. It was unknown if the customer used auto mode feature or not. The insulin pump will be returned for analysis.